Event description:
The customer reported an issue with the touchscreen responsiveness of their pump, as the screen was frozen and unresponsive to input. There was no adverse impact on the customer's blood glucose level. Despite receiving instructions for a complete pump reset, the issue persisted. The customer plans to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Technical support confirmed the shipping address, instructed the customer to put the pump into storage mode, and provided a pre-paid label for returning the pump within ten days. Since the pump was under warranty, it is to be returned to tandem.